Event description:
It was reported that during an unknown procedure, staples were not deployed when the device was used on the colon at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged firing trigger teeth. Additional information was requested and the following was obtained: the device did not cut nor staple at all. Did the device fire? -no. Did the device cut or staple? -no. The analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received unfired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The batch record was reviewed and no anomalies were noted during the manufacturing process.